Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 489mg/dl. The mother stated that the customer had vomiting, fatigue, chest pain, headache, ketones, and dehydration. The mother stated that the customer also was diagnosed with strep throat while being in the hosp. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.